Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose was 220 mg/dl. The customer stated that they were unable to clear the alarm. The customer stated that they was able to complete rewind. The troubleshooting was performed and customer also stated that they received another unexpected restart alarm after battery change. Customer stated that insulin pump was not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).